Event description:
It was reported by a nurse through a company representative that high lead impedance (>10,000 ohms) was encountered at a follow-up appointment. The pt recently had surgery on (B)(6) 2011 and was first seen for dosing when the high impedance was received. The pt was able to perceive stimulation even though there was high lead impedance; hence the device was not switched off. Additional information was received from the treating nurse indicating the last known good diagnostics were from august 1 and impedance was 3970 ohms. Good faith attempts to obtain additional information remain underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.